Event description:
Customer reported a button error alarm. The customer's blood glucose was 528 mg/dl. Customer had treated her high blood glucose with a manual injection. The customer stated she may have exposed her insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and display window. Insulin pump received with minor scratches on lcd window and missing end cap sticker.